Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. It was reported that treatment of antibiotic was "failed". At the time of this report, the patient had not yet recovered and dianeal therapies were discontinued. No additional information is available.